Event description:
It was reported the subject device had issues with the images at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there is damage on cable unit. Poor water-tightness of cable unit, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor water-tightness of cable unit, water tightness is lost. The most probable cause of the complaint is cause traced to component failure. (There is damage on cable unit. Poor water-tightness of cable unit, water tightness is lost.) The most probable cause of the complaint is no problem detected. (Issues with the images obtained from the camera) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.